Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. The customer reported other blood glucose level were 389 mg/dl, 195 mg/dl, and 124 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting, abdominal pain, difficulty in breathing had pain on the leg and was confused. The customer was treated with intravenous. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.